Event description:
It was reported that the pump declared an alarm while in use. There was no reported impact to the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy, and the technical support team arranged for the pump to be replaced. The customer was instructed on storing the pump and was asked to return it using a prepaid label within 10 days.